Manufacturer narrative:
The customer was able to provide some patient information. Patient fields in which information were not provided by the customer were intentionally left blank. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio replaced the battery pins in the device and battery wire harness as a precaution as it was observed to be worn. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate loss of power.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a patient event. The customer advised this occurred while monitoring the patient's ECG rhythm. There were no adverse effects to the patient reported as a result of this event.